Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (344 mg/dl). Customer used manual injections and delivered a bolus to stabilize blood glucose levels. System check with tandem technical support was performed and the pump was functioning as intended.